Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. Molina insurance representative is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80-150 mg/dl. The customer did report symptoms of confusion and speech was slurred. Medical attention is reported as a result of the actual blood glucose results. The product is stored properly in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is three weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that on (B)(6) 2018 she started feeling confused, her speech was slurred. Customer than checked her blood sugar with our meter and her results was 541 mg/dl fasting. Customer called paramedics, when they arrived, they checked her blood sugar and it was 350 mg/dl fasting. Customer was transported to the hospital. Customer was diagnosed with hyperglycemia and uti. They administered insulin and recommended that she changed her meter. Customer was released from the hospital on (B)(6) 2018. Customer states that she was concerned that her meter's date and time was not set last week and that the meter was giving her higher than expected results. Customer has no symptoms of high or low blood sugar at the time of the call.